Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shutdown unexpectedly. Customer's blood glucose level 195 mg/dl. Reportedly, the customer loaded a new cartridge and continued to use the pump for insulin therapy.